Event description:
The pump was returned for investigation. Investigation revealed contamination under all button contacts. This report is made based on results of investigation completed on 04/14/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2014 with the following findings:the keypad cover was found to be torn between the contrast button and the up arrow button. All keypad buttons responded appropriately to button presses. The keypad was removed, and there was evidence of contamination observed under all button contacts. Additionally, the display screen was observed to be dim and discolored with faded lettering. (B)(6).